Manufacturer narrative:
This report is submitted on march 02, 2018. Registration number 3009092818. (B)(4).

Event description:
Per the audiologist, the patient experienced magnet retention issues. Subsequently, the device was electively explanted (date not reported).